Manufacturer narrative:
Report source: country is (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a distributor via a manufacturer representative (rep) regarding a patient who was implanted with an im plantable neurostimulator (ins). It was reported during the insertion of the lead on the microdrive guide tube, the lead got crooked and the physician was unable to deploy the lead. No environmental, external, patient factors were known to have led or contributed to the issue. It was not possible to return the lead to the original condition so it was replaced by a new one. The issue was resolved. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Analysis of the lead (lot no: va1m4zx) found that the outer insulation torn under electrode 3 at 1.2 cm from the distal end. Product analysis: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the insulation was torn under the 3 electrode at the distal end of the lead. If information is provided in the future, a supplemental report will be issued.